Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a mammogram conducted over a year prior to date notified, and the paddles that they used squished their breasts together hard enough to push the implantable neurostimulator (ins) up and bruise their shoulder. It was stated that the ins went back down, but they still had the bruising. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received from the patient. They reported that the bruising and migrated inss went away naturally. The patient reiterated that the mammogram paddles caused the ins to move.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.